Event description:
It was reported that during an unspecified procedure the shaft broke. The small peripheral cutting balloon shaft broke while removing from the sheath. The sheath and the cutting balloon device were removed together. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).